Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a heart rate in the 30s and was symptomatic. This was below the implantable cardioverter defibrillator (ICD) programmed rate. It was noted the device had normal battery depletion and reached elective replacement indicator (eri) and so it was explanted and replaced. The right ventricular (rv) lead had high thresholds and slowly rising pacing impedance which was now high. A pending fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.